Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor is not alarming, when the gz telemeter transmitter (paired via hi-q view mode) is getting a low battery alarm. Bme reported the alarm does not sound at all at the g9 bedside monitor but the gz telemeter transmitter and the central nurse station (cns) will alarm. No patient harm was reported. Biomed sent in logs from the device for nihon kohden to review.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 bedside monitor is not alarming, when the gz telemeter transmitter (paired via hi-q view mode) is getting a low battery alarm. Bme reported the alarm does not sound at all at the g9 bedside monitor but the gz telemeter transmitter and the central nurse station (cns) will alarm. No patient harm was reported. Biomed sent in logs from the device for nihon kohden to review. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the g9 monitor: bedside monitor (bsm): model #: cu -192r serial #: (B)(6) device manufacturer data: 01/08/2021 unique device identifier (UDI) #: (B)(4) returned to manufacturer: na. Bedside monitor (bsm): model #: cu-192r serial #: (B)(6) device manufacturer data: 01/19/2021 unique identifier (UDI)#: (B)(4) returned to manufacturer: na. Bedside monitor (bsm): model #: cu-192r serial #: (B)(6) device manufacturer data: 01/08/2021 unique device identifier (UDI)#: (B)(4) returned to manufacturer: na. Transmitter: model #: gz-130p serial #: (B)(6) device manufacturer data: 12/02/2021 unique device identifier (UDI)#: (B)(4) returned to manufacturer: na. Transmitter: model #: gz-130p serial #: (B)(6) device manufacturer data: 02/2/2024 unique device identifier(UDI)#: (B)(4) returned to manufacturer: na. Transmitter: model #: gz-130p serial #: (B)(6) device manufacturer data: 12/02/2021 unique device identifier(UDI)#: (B)(4) returned to manufacturer: na.

Event description:
The biomedical engineer (bme) reported that the g9 monitor was not alarming for a low battery when the connected gz transmitter's battery was running low. The gz was connected via hi-q view mode. The bme stated that the alarm did not sound at the g9, but the gz and the cns did alarm. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the g9 monitor was not alarming for a low battery when the connected gz transmitter's battery was running low. The gz was connected via hi-q view mode. The bme stated that the alarm did not sound at the g9, but the gz and the cns did alarm. No patient harm was reported. Investigation summary: the device logs were sent to nkc for investigation. Although a specific root cause could not be determined from the logs, it was presumed the issue may have been due to incorrect user workflow with the hi-q view function. It appeared that the user was choosing the incorrect bed when pairing via the hi-q view mode. It seems possible that the user may not be aware that they were pairing hi-q view with telemetry different from what they intended. This may cause the user to think an alarm may appear to be occurring on the gz and cns but not on the g9 (an alarm may actually be occurring on a different g9). We have confirmed that the battery week alarm occurred during a time when a different telemetry device than usual was connected. Based on the above, it is speculated that the cause of the problem was launching hi-q view with telemetry different from what was intended. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the g9 monitor: bedside monitors (bsm): model #: cu -192r. Serial #s: (B)(6). Device manufacturer dates: 01/08/2021, 01/19/2021, 01/08/2021. Unique device identifier (UDI) #: (B)(4). Returned to manufacturer: na. Gz transmitters: model #: gz-130p. Serial #s: (B)(6). Device manufacturer dates: 12/02/2021, 02/2/2024, 12/02/2021. Unique device identifier (UDI)#: (B)(4). Returned to manufacturer: na. Additional information: b4 date of this report d10 concomitant medical device g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h11 additional manufacturer narrative.